Event description:
Baxter italy reports home patient reported a leak with the homechoice set, noted when the patient connector of set became disconnected during apd treatment. Per affiliate, the patient received antiboitics at the hospital as an outpatient. No further details provided by baxter complaints coordinator.